Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-09945 and 2134265-2017-09946. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. The target lesion was located in the left heart. During left heart catheterization, the physician loaded the sled and the opticross¿ imaging catheter to the motor drive unit, which was then inserted inside the patient's body. However, during the point when the physician wanted the sled to perform the pullback. Thus, automatic pullback failed. The procedure was completed using a new pullback sled. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed that the sled was returned on overall good physical condition. The sled was able to properly connect to the motor drive unit 5+. The mdu5+ turned on and ilab system recognized mdu5+ in place. During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. The sled was able to be manually pull back with the mdu in place. No issues or defects were observed during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-09945 and 2134265-2017-09946. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. The target lesion was located in the left heart. During left heart catheterization, the physician loaded the sled and the opticross¿ imaging catheter to the motor drive unit, which was then inserted inside the patient's body. However, during the point when the physician wanted the sled to perform the pullback. Thus, automatic pullback failed. The procedure was completed using a new pullback sled. No patient complications were reported and the patient's status was fine.